Event description:
A report was received via the FDA medwatch medical products reporting program dated 4/13/06. Consumer reports intense pain in her eyes one night following the use of renu with moistureloc solution. In the morning she saw her ophthalmologist who prescribed the same solution. Consumer chose to seek a second opinion and went to an eye center where fusarium was cultured and treated. No further info or any medical documentation available - consumer reports it is beginning to make her blind in the right eye and might need a corneal transplant.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample tesing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.